Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated high-sensitivity troponin I (tnih) results obtained on a patient sample on an atellica im 1300 analyzer. Qc was in range at the time the sample was run and the patient sample results were reproducible. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
An elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The discordant result was reported to the physician(s) and was questioned. The sample was repeated on the same analyzer in duplicate and resulted similarly to the initial result. The sample was repeated on an alternate non-siemens instrument and resulted lower. A final report was issued to the physician including all the atellica im and the alternate method results with a note that there may be an interferent. There are no known reports of patient intervention or adverse health consequences due to the discordant, elevated tnih patient results.

Manufacturer narrative:
The initial MDR 1219913-2022-00173 was filed on june 22, 2022. Additional information - july 12, 2022 the outside the united states customer observed an unexpectedly elevated (> IFU 99th% reference cutoff of 45 pg/ml (ng/l)) atellica im tnih result on one patient that was normal on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc was in range at the time the sample was run and the patient sample results were reproducible. This indicates a sample/patient-specific incident. Atellica initial result 71.3 ng/l, repeated in duplicate on the same system 67.7 and 67.2 ng/l. The alternate method result was 0.00 ug/l (reference range < .04 ug/l). There is no sample remaining to be sent to siemens for further testing. Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies. Heterophilic antibodies or other non-specific potentially interfering substances in the sample cannot be investigated or ruled out without further specimen. The atellica im tnih method is a high sensitivity troponin I method where the alternate method is a conventional sensitivity troponin I method. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Also there are cardiac and non-cardiac conditions other than acute myocardial infarction that are known to cause myocardial injury and elevated tni values. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.